Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to external stress (the user applied force in incorrect direction). The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and a visual inspection was performed on the as is received condition of the connecting tube; noted that the connecting tube was returned without the original packaging. It was verified that both of the lock levers are broken. The broken portion was not returned for evaluation. The pin inside the connecting tube is present and looks to be in good condition. The tubing was inspected and there are no signs of punctures on the tubing or signs of residue inside the tubing. Functional tests are unable to be performed as the lock levers on the reprocessor side connector are broken, confirming the user¿s request.

Manufacturer narrative:
H4 device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The subject device has not been returned to olympus for further evaluation and testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported that the oer-elite (endoscope reprocessor) separated hook part connector tubes continued to break off. The reported issue was observed during reprocessing. There was no patient involvement. The issue with the oer-elite was reported on the medwatch with patient identifier (B)(6). The issue with the maj-2112 is being reported on the medwatch with patient identifier (B)(6). The issue with the maj-2111 is being reported on the medwatch with patient identifier (B)(6). The issue with the maj-2110 is being reported on the medwatch with patient identifier (B)(6).